Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, (B)(6) 2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not appear in pyxis. A technical support specialist (tss) checked the visit and orders, confirming the status was preadmitted. The iest team verified that an admit message had been sent. Dialed into the es app server via securelink and found concurrent errors in the external inbound processors service logs. Restarted the bd pyxis external inbound processors service, after which no errors were present in the log. Attempted to call the client but was unable to reach them, so an email was sent to explain the situation. The client responded and confirmed the case could be closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower the patient did not appear in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.